Event description:
Patient reported her previous pen needles from another pharmacy caused less bruising at injection site. Unknown if provider is aware no further information. Indication: age-related osteoporosis without current pathological fracture unknown when pt started medication, cvs first shipped 3/2025.